Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead warning was triggered for high rate non-sustained episodes and sensing integrity counter (sic). In addition, the lead exhibited high pacing impedance. The oversensing could be reproduced when the patient was lying down and rolled side to side. It was noted that the patient has a previously capped and abandoned rv lead; lead to lead interaction was suspected. The active rv lead was initially reprogrammed and later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.